Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remains implanted. Therefore, direct product analysis was not possible. Instructions for use (IFU) for gore® viabahn® endoprosthesis; gore® viabahn® endoprosthesis with heparin bioactive surface states: warnings - w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis. No device migrations or fractures were detected in 25 devices placed across the antecubital fossa in the avr 06-01 clinical study and patency rates were comparable to those of the entire gore® viabahn® endoprosthesis cohort.

Event description:
The following was reported to gore: approximately three years ago, a patient was implanted with a gore® viabahn® endoprosthesis to treat a popliteal aneurysm, with placement behind the knee. On (B)(6) 2018, the patient was experiencing claudication after a recent fall. Ultrasound imaging showed catastrophic stent failure. Ultrasound imaging also showed stent fracture. Angiography showed the struts were broken and appeared to be extending into the aneurysm. Ivus showed the eptfe of the viabahn device was intact. The distal end of the viabahn device was ballooned and an abbott bare metal stent was deployed through the kinked zone. The viabahn device patency was restored and remains implanted.